Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead failed to capture. The physician elected not to use the rv lead, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with all four tines found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.